Event description:
A report was received that the patients ipg was implanted superficially. The patient underwent a revision procedure wherein the ipg was relocated slightly deeper. The patient was doing well postoperatively.